Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after announcing ¿more than dinner¿ and ¿more than breakfast¿ without eating, using these meal announcements as correction doses contrary to instructions. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included the need for troubleshooting and education, with no alarms reported and no hospitalization. Investigation included review of device reports, meal announcement history, and user interview. Investigation of this case revealed use error related to inappropriate meal announcements used for correction, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error.